Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure endometrial ablation due to sui and menorrhagia. It was reported that she experienced urinary problems, organ perforation, recurrence, dyspareunia, erosion, infection and bleeding. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 for repair due to excision of portion of mesh and closure and re-approximation of vaginal epithelium.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion, the patient experienced urinary frequency, dysuria, vaginal discharge, and vaginal itching.